Manufacturer narrative:
Manufacturer investigation conclusion: review of the log files provided by the account confirmed a single low flow alarm; however, a specific cause could not be conclusively determined. Additionally, a specific cause for the reported gastrointestinal (gi) bleed, nausea, vomiting, and syncope events, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The controller event log file contained data from 26feb2023 through 27feb2023. A single low flow alarm was captured on 27feb2023. No other notable events or alarms were observed, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of this IFU lists potential adverse events, including bleeding, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Following software upgrades, the hm3 lvas pocket guides to alarms for patients (document #(B)(4), rev. A) and clinicians (document #(B)(4), rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU, under "ongoing patient assessment and care", also includes a list of heartmate 3 patient assessments, including assessment of the patient's level of consciousness. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2023, the patient presented with nausea and had been vomiting for the past week. They also experienced syncopal events along with low flow alarms. The patient had a low hemoglobin count at the time of these alarms, so they were monitored for a gastrointestinal bleed. Bleeding was confirmed via a positive guaiac stool. The elevated inr was left to drift down and the bleeding resolved. The patient remained hospitalized.